Manufacturer narrative:
The reported event of shocking sensation after MRI could not be confirmed. The returned octrode lead segments passed electrical (continuity and resistance) testing. No root cause was identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 3006705815-2019-04511. Related manufacturer report 3006705815-2019-04520. It was reported that the patient had recently a magnetic resonance imaging (MRI) scan without enabling the MRI mode. As a result, the patient has experienced shocking sensations when the device stimulation mode is turned on. During the procedure, patient was feeling a shocking sensation in their lower back. The device system was explanted, and a new device system was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.